Event description:
Complainant alleged that while attempting to defibrillate an (B)(6) female patient, the device issued a "shock advised" prompt for a heart rhythm he believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow up report when our investigation is completed.